Event description:
It was reported that the pt experienced a loss of efficacy. Impedance testing showed impedances over 4,000 ohms on 3 of 4 poles. There was no fall in the pt history. The lead and extension were replaced on (B)(6)-2011. Blood was found in the lead-extension connector and in the lead body. The lead seemed to be crushed. It was reported that the extensions passed tests during the explant, but was still replaced. No further pt complications were reported.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.